Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was persistently low at 20 ohms. The physician attempted to perform a synchronized shock to evaluate system integrity; the shock impedance was less than 20 ohms and the ICD displayed code 1004, indicative of a short circuit condition. It was noted that the patient has an abandoned lead that remains implanted. The patient was hospitalized and was going to be transferred to another hospital. The ICD and right ventricular lead remain in service at this time. Additional information has been requested, but was not available at the time of this report.